Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim it was reported by customer that bd alaris pump infusion set tubing malfunction. The male luer end disconnected from the primary tubing.

Event description:
No additional information was provided

Manufacturer narrative:
The customer reported a disconnection, and returned one unused set of material 2426-0500, lot 24093184. Upon initial visual examination, the set was indeed disconnected at the male luer spin collar, and the collar was completely separated from the set. The complaint is verified. The root cause for the luer collar issue could not be traced to the manufacturing process. The luer component is a supplied part, and the supplier has looked into this issue. They found two possible root causes, both based on dimensional specifications on the luer post. The luer post and body were measured, and were within dimensional specification. The root cause for the issue could not be determined. A device history record review for material# 2426-0500 and lot# 24093184 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 09sep2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.